Event description:
Surgeon was performing a c-section and was burned on his finger by the bovie. The grounding pad was a reusable pad under the patient. An adhesive grounding pad was then placed to the patient's leg with no further issues.